Manufacturer narrative:
The act button was unresponsive due to corroded keypad traces. The no delivery alarm and prime anomaly could not be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The parent was unable to clear the alarm due to the buttons being unresponsive. The parent also reported that the insulin continued to drip after releasing the act button. The parent was able to clear the alarm but did not want to try the prime and did not want to waste insulin. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.